Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and received no delivery alarm. The customer¿s blood glucose level was 400 and 151 mg/dl. The customer was treated with a manual injection. The customer states the insulin exited. The customer also states alarm did not occur during manual prime. Advised to change entire system. The reservoir will not be returned for analysis.